Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had burned wire connections between the distribution board and the temperature sensors. The wire connections appeared discolored and the insulation was brittle and cracked with exposed wiring. The thermal damage was discovered during semi-annual preventative maintenance. The biomed reported the machine initially experienced issues with temperature calibration in service mode. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. There was no observed burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burned wire connections. The machine has approximately 21,764 hours and the wire connections were original to the fresenius machine. The biomed replaced the wire connections, which resolved the issue. The biomed stated the machine remains out of service. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned wire connections. No parts are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had burned wire connections between the distribution board and the temperature sensors. The wire connections appeared discolored and the insulation was brittle and cracked with exposed wiring. The thermal damage was discovered during semi-annual preventative maintenance. The biomed reported the machine initially experienced issues with temperature calibration in service mode. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. There was no observed burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burned wire connections. The machine has approximately 21,764 hours and the wire connections were original to the fresenius machine. The biomed replaced the wire connections, which resolved the issue. The biomed stated the machine remains out of service. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned wire connections. No parts are available to be returned to the manufacturer for physical evaluation.